Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the nature of incident for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded high out-of-range pacing impedance measurements and triggered a lead safety switch (lss) on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) reviewed the data and noted a stored signal artifact monitor (sam) event where minute ventilation (mv) chop was observed on the ra channel. The mv feature was disabled. Ts recommended further testing in the clinic for unipolar and bipolar configurations. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker recorded high out-of-range pacing impedance measurements and triggered a lead safety switch (lss) on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) reviewed the data and noted a stored signal artifact monitor (sam) event where minute ventilation (mv) chop was observed on the ra channel. The mv feature was disabled. Ts recommended further testing in the clinic for unipolar and bipolar configurations. No adverse patient effects were reported. This pacemaker remains in service.